Event description:
It was reported that the elective replacement indicator was activated on this device (possible end of life of device). The patient did not have the device interrogated since 2007, although ttm (transtelephonic monitoring) on (B) (6) 2010 was normal. It was also noted that there was no pacing output and unable to interrogate. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) testing revealed no pacing output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.